Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer was installing anew oxygen regulator. It was reported that there were no threads on the stem. In the process of the new regulator installation, customer removed the circuit board from the flow sensor assemblies and now needs replacement, customer requested part numbers. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 22jan2019. Customer reports that the exhalation flow sensor was replaced to address the errors that occurred during installation of the new oxygen regulator. Oxygen regulator was replaced to address leak. Unit now passes full performance verification tests (pvt) to include the extended self test (est) and is back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date :17jan2019. Date received by manufacturer: 15jan2019. Customer called back for additional support and reported the following issues occurred during new oxygen regulator installation. #9002: flow sensor mismatch, #3125: air flow sensor and exhalation flow sensor difference is out of range, #3126: oxygen flow sensor and exhalation flow sensor difference is out of range. Customer reported after the o2 and air flow sensors were replaced the unit went vent inop with a #9002 code. Customer support advised the customer that after flow sensor replacement the unit needs to be powered up in diagnostic mode to allow the flow sensor calibration tables to be loaded to the cpu. Unit now failing est for 3126, 3125 flow sensor testing. Per the hardware screen when flowing either air or o2, the exhalation flow sensor reads zero - no flow. Verified there was flow to the exhalation flow sensor. Customer support provided parts ID for the flow sensor and discussed installation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.